Event description:
It was reported that during a device upgrade procedure, the atrial lead exhibited loss of sensing and low impedance. The lead also exhibited an insulation breach and appeared to be bent at a 90 degree angle. The lead was capped and replaced. The patient was well post procedure.

Manufacturer narrative:
(B)(4).